Manufacturer narrative:
Initial reporter name and address: updated.

Manufacturer narrative:
Concomitant medical products: endurant system (aaa), solaris stent (right renal artery chimney). A review of the manufacturing records for the device verified the lot met all pre-release specifications. The exact date of event is unknown therefore 2/20/2020, the date gore became aware of the incident is being used as the date of event.

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient was undergoing a chimney procedure. The left renal artery was treated with a gore® viabahn® endoprosthesis. On an unknown date, the stent was found to be thrombosed with subsequent left kidney necrosis.